Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient is experiencing poor vision quality and ghosting around images that did not resolve after 6 months. The surgeon stated the lens looks perfect and was perfectly situated with no residual refractive error. He thinks this is purely a case of failure of neuroadaptation on the part of the patient and not a lens issue. The lens was replaced in a secondary surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.1., and d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the surgeon stated, "I removed a toric company lens from a patient this morning because of poor quality distance vision and persistent ghosting that didn¿t resolve six months post operatively. The lens looks perfect and was perfectly situated with no residual refractive error. I think this is purely a case of failure if neuroadaptation on the part of the patient." Additional follow up attempts were made. No further information has been provided. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).